Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician believed that the patient was still having swelling from the implant procedure. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the physician stated that swelling from the implant procedure looked normal. The patient underwent a revision procedure and the patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician believed that the patient was still having swelling from the implant procedure. The patient will undergo a revision procedure.